Event description:
During an atrial flutter ablation, using a celsius ds 8mm catheter and stockert ep shuttle generator there was a "pop" in the posterior atrial wall resulting in tamponade. The patient is alive.